Event description:
During a coronary stent procedure involving a calcified and 75% stenotic lesion in the proximal portion of the rca, the stent dislodged. The physician was attempting to direct stent and had difficulty corssing the lesion. While attempting to retract the deilvery/stent system back into the guide catheter, resistance was edsperienced. The entire system was removed and the stent stuck at the sheath and dislodged. The stent was successfully retrieved with a snare. Pt status is listed as "g00d".